Event description:
It was reported the patient had some fluid in the frontal lobe of her head. The patient stated the reason for her forgetfulness was related to dementia or alzheimer¿s. Around (B)(6) time the patient was cleaning her fireplace and one of the stockings off her fireplace fell and hit her in the back of the head. The patient ¿iced it¿. The patient started to get headaches and called her neurologist. The patient went for a CT scan. Based on the results of the CT scan a couple of weeks ago the hcp ¿wants to dig a little further¿. Magnetic resonance imaging (MRI) was being considered. Per hcp the event was due to a motor stall. The patient recovered with permanent impairment. The pump was delivering dilaudid.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).